Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 10ml ll wwd has been found experiencing poor perforation before use. The following has been provided by the initial reporter: it was reported there were no dotted lines between the 10cc sterile syringes resulting in loss of time because it requires scissors to separate them.

Event description:
It has been reported that one bd¿ syringe 10ml ll wwd has been found experiencing poor perforation before use. The following has been provided by the initial reporter: it was reported there were no dotted lines between the 10cc sterile syringes resulting in loss of time because it requires scissors to separate them.

Manufacturer narrative:
H.6. Investigation: three 10ml syringes in fully sealed blister packs from batch 8323956 (p/n 301997) were received and evaluated. It was observed there was no perforation between the blister packs, which was rejectable per product specification. Potential root cause for the no perforation defect is associated with the packaging process. The machine associated with this defect has been decommissioned as of (B)(6) 2018. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect h3 other text : see h.10.